Manufacturer narrative:
A fully constrained wallflex biliary rx stent and delivery system was received for analysis. Visual analysis of the returned device found that the outer sheath was curved and was broken at the proximal end of the guidewire access sheath. The inner shaft was kinked at places. Functional evaluation found that it was possible to manually deploy the stent. After deployment, it was noted that the distal inner shaft was kinked. No issues noted with the stent and no other issues were noted with the device. Device analysis determined that the condition of the returned device was consistent with the complaint incident. The noted damages to the returned device were likely due to anatomical or procedural factors, such as tight anatomy, encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) revealed no non-conforming events or deviations. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017, that a wallflex biliary rx covered stent was to be used in the common bile duct to treat a malignant stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. Reportedly, the patient's anatomy was tight and was not dilated prior to stent placement. According to the complainant, during the procedure, the stent failed to deploy. The inner catheter was noted to be stretched and the clear outer sheath was separated at the guidewire access sleeve. The procedure was completed with another wallflex biliary rx stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on july 11, 2017, that a wallflex biliary rx covered stent was to be used in the common bile duct to treat a malignant stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. Reportedly, the patient's anatomy was tight and was not dilated prior to stent placement. According to the complainant, during the procedure, the stent failed to deploy. The inner catheter was noted to be stretched and the clear outer sheath was separated at the guidewire access sleeve. The procedure was completed with another wallflex biliary rx stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.